Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to oversensing of noise that resulted in inappropriate shock that was previously reported. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture on the high voltage cable approximately 208 mm from the terminal end. This was caused by a staple going through the electrode, likely induced damage during explant. The reported noise was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had one stored treated episode and one untreated episode due to oversensing of myopotential noise. During the treated episode, one inappropriate shock was delivered. The noise was replicated in clinic with isometrics. The system was reprogrammed to the primary vector at 2x. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to oversensing of noise that resulted in inappropriate shock that was previously reported. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.